Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to patient need MRI conditionality. And device was reportedly out of service. No device malfunction suspected. The explanted device will not be returned as it was kept by the facility.